Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2007; 419478 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post device replacement the patient became septic. The cardiac resynchronization therapy pacemaker (crt-p) system was explanted, temporary pacing was utilized and an implantable pulse generator (ipg) was implanted one week later. No further patient complications have been reported as a result of this event.